Event description:
The consumer states the heating pad caused burns to her abdomen and side. Burns of this nature are usually caused by the consumer placing the heating pad between themselves and another object which is contrary to proper use instructions.